Event description:
Customer reported that the spectrum monitor is making false v-fibrillation calls, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
No device malfunction has been confirmed.